Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was alleged that the display screen was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 10/01/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2015 with the following findings:the pump powered on with the audio and vibrational alerts, however the screen was noted to be cracked. During a visual inspection of the pump it was noted that the display was damaged. There was also damage noted to the pump case and the keypad was noted to be torn. A test display was inserted to the pump and it was found to be operational.